Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient was unable to work his inflatable penile prosthesis (ipp) due to it was too hard to pump. The patient underwent a revision in (B)(6) 2017. No further complication were reported in relation to this event.